Event description:
Patient reported ¿wrinkling and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Physician reported later, "exchange from textured to smooth implant due to the patients concern with the product" and "capsular contracture baker grade IV and fold". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease / folding of implant: observed. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. Wrinkling of the skin: observed. As per the investigation procedure deformation, crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported ¿wrinkling and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Physician reported later, "exchange from textured to smooth implant due to the patients concern with the product" and "capsular contracture baker grade IV and fold". This record is for the right side. Device has been explanted.